Event description:
Device displayed a significant amount of a4 (cartridge/adapter alert). Caller indicated that the a4 alerts contributed to her being hospitalized due to elevated blood glucose (400 mg/dl). Caller indicated that pt was treated with IV fluids. Caller indicated that cartridge, adapter, and infusion sets where changed countless times.